Manufacturer narrative:
Device was evaluated. Corrections included replacing the hard drive and reloading system software. Tested, calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.